Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver screen went black. No additional event or patient information was provided. No data was provided for evaluation. Confirmation of the reported issue was not determined. A root cause could not be determined.